Manufacturer narrative:
An event of pannus and valve dysfunction was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information is from a publication, "tricuspid valve position in adult congenital heart disease patients, percutaneous balloon dilation treatment for deterioration of living valves" from the 30th japan pediatric interventional cardiology program (p1-4/ p.158). On an unknown date, a 2 year old patient was diagnosed with an incomplete atrioventricular septal defect and a endocardial repair including mitral/tricuspid annuloplasty was performed. At 5 years old, a 27mm sjm mechanical valve was implanted due to exacerbating tricuspid regurgitation. At 20 years old, a re-tvr was performed and the valve was explanted due to pannus and valve dysfunction. The device was exchanged for a 27mm carpentier-edwards perimount (cep) valve. No further information will be provided.

Event description:
The following information is from a publication, "tricuspid valve position in adult congenital heart disease patients, percutaneous balloon dilation treatment for deterioration of living valves" from the 30th japan pediatric interventional cardiology program (p1-4/ p.158). On an unknown date, a (B)(6) patient was diagnosed with an incomplete atrioventricular septal defect and a endocardial repair including mitral/tricuspid annuloplasty was performed. At (B)(6), a 27mm sjm mechanical valve was implanted due to exacerbating tricuspid regurgitation. At (B)(6), a re-tvr was performed and the valve was explanted due to pannus and valve dysfunction. The device was exchanged for a 27mm carpentier-edwards perimount (cep) valve. No further information will be provided.